Event description:
Attorney's report of patient's alleged ring break, bowel perforation, infection, sepsis and explant.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.